Event description:
Customer stated "psi gauge is leaking nitrous". Repair tech stated "confirmed - leaking from on/off valve - cryo tip insulator had moved and will not seal on gun tube". Reference repair order # (B)(4). 1216677-2021-00005-1 lm-900 n2o ce cryosurg sy 50501 e-complaint-(B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/3/2013 under wo #(B)(4) and shipped on 4/28/2014. Manufacturing record review: DHR 148568 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was leaking from the on/off valve not the pressure gauge. Root cause: the valve was found to be loose after 7 years of service with no record of being serviced before 12/29/2020. The complaint condition is being attributed to end user mishandling. Corrective actions the unit was adjusted, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
(B)(4). Customer stated "psi gauge is leaking nitrous". Repair tech stated "confirmed - leaking from on/off valve - cryo tip insulator had moved and will not seal on gun tube". Reference repair order # (B)(4). Lm-900 n2o ce cryosurg sy 50501 (B)(4).